Event description:
While repositioning patient allowing for room for ventilator tubing slack, vent circuit became suddenly and forcefully disconnected from the vent filter -- spraying a mist of condensation onto nurse.